Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. As a result, an increase in pacing threshold was noted. Device re-programming was done without permanent loss of pacing therapy. The issue was resolved. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.